Event description:
In this event it was reported that a cap fell off from a stylus mini handpiece while in use and fell into a patient's mouth. Event outcome is unknown as of this MDR evaluation. However, there is no indication that a serious injury occurred.

Manufacturer narrative:
There have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was verified through objective evidence but could not be duplicated through testing due to the non-functioning nature of the handpiece. The threads and depth of both the cap and the head of the returned handpiece were measured by manufacturing personnel. All dimensions were found to be within specification. The handpiece was then microscopically evaluated by quality personnel. The evaluation revealed damage to the rotor blades, most like due to impacting the inside of the head cavity when the cap came off during use. Some rubbing marks were also observed within the head cavity. The set stability could have been compromised due to the cap end bearing failure, causing excessive vibration and walk-off of the cap, but this could not be confirmed. All components looked dry with no presence of lubrication.

Manufacturer narrative:
Additional information was received that there was no injury to the patient.